Manufacturer narrative:
The hill-rom technician found the siderail not latching and pivoting because of dried matter. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventive maintenance on this bed. The technician cleaned and lubricated the latch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left intermediate siderail would not latch. The bed was located at the account in micu. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).